Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the suture broke easily and the needle was soft and bent easily. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 02/19/2016.the retain samples were evaluated. Visual and functional examinations revealed no defects and samples met all requirements and specifications.